Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and ketones and insulin pump may have under deliver the insulin. The customer reported he gave himself numerous bolus and was not able to bring down the sugar. The customer reported that he experienced high blood glucose levels ranged from 18.5 mmol/l to 20 mmol/l. The customer reported that they have manual injections and pen. Troubleshooting was not completed during the call. The insulin pump is expected to return.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing.